Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the a/p knob separated from the device; a loose knob has the potential to cause or contribute to steering issues and injury if used in the anatomy. It was reported that during preparation of the clip delivery system (cds), the system was de-aired per the instructions for use (IFU). The a/p knob was then tested and turned in a-direction. It was noted that the knob was not connected to the a/p mechanism. The knob was able to be taken off of the cds with no resistance. The cds was not used in the anatomy and there was no patient involvement. A new cds was used in the procedure without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis, which confirmed the reported detachment of the a/p knob issue. Upon returned device analysis, it was identified that one set screw was located within the tapped hole and the other set screw was threaded partially into the bore of the extruded boss that is placed over the brake shaft; this allowed for the a/p knob to detach from the brake shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is likely that the manufacturing operator did not correctly align the hole of the shaft with the hole in the knob during set screw insertion, preventing one of the screws from being sufficiently threaded into the brake shaft. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.

Event description:
Further review of this event determined it is not medwatch reportable as the knob separation occurred before use, the separation was visibly detected, and the device was rendered unusable.